Event description:
The reporter stated the pt had a mcp arthroplasty of the right index finger. The implant subluxed at four months post-op. A revision surgery was performed and the same implant was implanted.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.